Event description:
It was reported that when trying to power on and run the device, it is automatically going into over temp. No patient injury or involvement were reported.

Manufacturer narrative:
The device was unable to be evaluated as it was not returned. If the device is received in the future an evaluation will be performed. The reported event was unable to be confirmed or replicated. A cause of the reported event could not be determined at this time.

Manufacturer narrative:
Other, other text: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found a noisy pump, corroded drain fitting and pole clamp, and light-emitting diodes (led) won't light up. Functional testing found the device didn't go into over temp until it was triggered to do so. Device passed all functional testing, unable to replicate the reported issue. No problem found. Performed replacements and preventative maintenance. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. D5 and e4 are unknown, no information provided to date.